Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and stopped ventilating. In addition, it was reported that the direct current (dc) to dc converter printed circuit board (pcb) had partially burnt. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Corrected information: device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The following part was returned for failure investigation: dc to dc converter pcb. The component was visually inspected and noted that the capacitor c53 was thermally damaged. The component was functionally tested and noted that there was a short circuit across capacitor c53. If information is provided in the future, a supplemental report will be issued.